Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a nurse manager gek leng tan. The healthcare facility details are unknown. . Imdrf device code a0414 captures the reportable investigation result of balloon longitudinally torn. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was longitudinally torn, which leads to the reported failure to inflate. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon was longitudinally torn, which leads to the reported balloon failure to inflate. The torn longitudinal found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of torn longitudinal found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure. The exact procedure date is unknown. During the procedure, the balloon would not inflate. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon longitudinally torn. Please see block h11 for full investigation details.